Event description:
It was reported that during a stenting procedure for treatment of a tumor related stricture, deployment and positioning difficulties were encountered and stent damage occurred. The stricture was located in the mid esophagus. The physician pre-dilated the stricture with progressive bougie dilatation to 12mm which allowed an unspecified endoscope to pass through the stricture. The stricture was marked with lipiodol radiopaque (ro) markers and an unspecified 0.038 "stiff" guide wire was placed. The 23mm x 10mm ultraflex esophageal stent delivery system (sds) was advanced to the ro marked position. Upon attempting to deploy the stent, it was noted that extra force was required to pull the deployment suture, the stent had moved from the desired position to a more proximal location, and the stent appeared to be twisted. The stent was removed from the patient by unspecified means and the procedure was completed with another of the same device. The patient's status is reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.